Event description:
It was reported that the user attempted to pair a new freestyle libre 3 plus sensor to the ilet app and received a ¿sensor already in use¿ alert after first scanning the sensor with the abbott app, and was informed that the freestyle libre 3 plus sensor can be linked to only one device at a time; the abbott app was removed and the user planned to start a new sensor without further assistance. No adverse clinical symptoms reported and no impact to blood glucose. Outcomes included no alerts or alarms beyond the pairing notification and no need for medical care. User support included troubleshooting and user education on correct sensor pairing workflow. Investigation of this case revealed that the sensor had been previously paired to another device, consistent with expected device behavior and user setup error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user pairing to a non-ilet application leading to a sensor-in-use state, resolved through education and starting a new sensor.

Manufacturer narrative:
Initial.